Manufacturer narrative:
(B)(4). Cable w87, quat weight snsr list#: 37045-503. Cable w88, wash weight snsr list#: 37045-528. Cable w79, buffer weight snsr list#: 37045-553. The complaint text indicates that axsym ckmb and troponin-I adv assays results were questioned by a physician. The operator found the bulk 3 solution bottle empty when the instrument inventory indicated it was 40% full. Repeat assay results or reagent lot numbers were not available. It was unknown if controls were run at the time of the event or if the bulk solution inventory was visually evaluated. Some of the patients were treated based on the reported results. However, the number of patients affected, treatment provided or patient impact was not available. The customer declined to provide any additional information regarding patient treatment or results to the abbott customer technical advocate (cta). The cta provided training that the inventory is an approximate measure of the number of tests left and the percentage of the original bulk solution remaining onboard. The customer understood the training and has trained the lab technicians to visually check bulk solutions. The customer requested that the field service representative (fsr) verify performance of the bulk 3 sensor. The fsr found the quat weight sensor, wash weight sensor and the buffer weight sensors were dirty. The fsr cleaned the sensors, ran qc and all results were as expected. Subsequent instrument operations and test results were acceptable. There is no further impact to patient management reported. A review of the service history logs of axsym sn# (B)(4) indicates there were no additional discrepant result complaints generated following fsr intervention. The axsym system operation manual (ln# (B)(4)) section 7, operational precautions and limitations, emergency shutdown procedure, provides adequate instructions in the event of an emergency. Section 8, hazards, provides cautions and warnings when performing maintenance and running the analyzer. Section 9, service and maintenance, component replacement provides adequate instructions for replacing a probe and daily and weekly maintenance procedures. Section 10 troubleshooting and diagnostics, provides instructions for resolving probe robotic issues. The most probable root cause for the erratic results were the dirty quat weight sensor, wash weight sensor and the buffer weight sensor. The axsym system operations manual provides adequate information to resolve the customer described issue. A deficiency of the axsym system was not identified. This is a final report.

Event description:
The customer states that the technician on the night shift reviewed the bulk solution 3 status on the axsym analyzer, which showed the solution was at 40%. The technician proceeded to run patient samples and reported out 13 patient results that were elevated for the troponin-I adv assay and the ckmb assay. The results were questioned by some physicians and when the technician checked over the axsym analyzer the bulk solution 3 container was empty. The customer reports that some patients were treated based on the elevated results but that no information on treatment or patient management is known. The customer refuses to provide any additional information regarding patient treatment or results. The abbott customer technical advocate (cta) discussed with the customer that the inventory control is only an approximate measure of the number of tests left of the percent of the original bulk solution remaining on-board the analyzer. The customer understood and has trained the technician to visually check all bulk solutions prior to testing. The customer is concerned that the axsym analyzer did not error when the solution was low and states that the bulk solution 3 sensor failed. The customer states that since the issue occurred overnight a service call is requested. There is no further information regarding patient management provided.

Manufacturer narrative:
Cable w87, quat weight snsr.cable w88, wash weight snsr. Cable w79, buffer weight snsr. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.